Event description:
It was reported by the customer that during the removal of a lower back molar the bur guard melted and burnt the pt. As soon as the handpiece was turned on, it began to overheat and the bur guard appeared to be melting. It was reported they stopped using the handpiece and exchanged for an identical unit. The customer reported the burn occurred prior to switching handpieces; the burn was the size of a small cold sore on the lower lip in the corner; non prescription bacitracin ointment was applied following the procedure and sample packets of bacitracin were given to the pt to take home.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the technician was unable to duplicate the reported event. The handpiece was cleaned, lubed, adjusted and returned to the customer.